Event description:
Literature article entitled ¿clinical and radiographic outcomes of an all-polyethylene fluted central peg glenoid component, implanted utilizing an off-label, uncemented technique, at a minimum 5-year follow-up"" written by matthijs jacxsens, md, nader dayerizadeh, md, dominiek vandenbosch, pt, alexander van tongel, md, phd, lieven de wilde, md, phd. Published by journal of shoulder and elbow surgery; published online 01 january 2020 was reviewed. The article's purpose was to evaluate the clinical and radiographic results of a fully uncemented all-polyethylene fluted central peg bone-ingrowth glenoid component at a minimum 5-year follow-up. Patient data: thirty-five shoulders in 31 patients (mean age, 73 years) with a mean follow-up of 100 months. 10 male, 21 female. Depuy products: depuy anatomic tsa using an anchor peg glenoid implanted in a cementless fashion. Specific depuy product line was not provided within the article. Non-patient specific adverse events: (2) asymptomatic aseptic glenoid loosening ¿ treated with revision; (1) subscapular insufficiency ¿ treated with revision; (1) septic glenoid loosening secondary to a low-grade infection ¿ treated with revision; (1 - specific number not provided) radiolucencies, decreased mobility, decreased; strength, decreased activity, and increased pain ¿ no treatment indicated. Patient specific adverse events - (B)(6) female: (1) radiographic signs of loosening with osteolytic areas and progressive. Radiolucencies around all pegs, as seen on CT scan at 94 months of follow-up. Treatment not described within the article.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.